Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient felt electrical sensation in left shoulder and pectoral muscles. With high output pacing, the electrical stimulation was felt by the patient with ventricular and atrial pacing. The programming head was seen to be pulsating at times over pectoral region. The clinic is currently monitoring via carelink. The physician suspected that the right ventricular lead was causing the stimulation. Both leads are still in use. No patient complications have been reported as a result of this event.